Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and broken battery tube threads.

Event description:
Customer's wife reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose value was 95mg/dl. Insulin pump will be returned for analysis.